Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("punctured her uterus /migration of essure device location of device: broken in uterus/perforation (uterus),"), device breakage ("device broke /migration of essure device location of device: broken in uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill in 2008. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 11 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), menorrhagia ("abnormal bleeding during menstruation"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), rash ("rashes or skin conditions type: nickel allergy was causing rashes on my body"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, alopecia, hypersensitivity, allergy to metals, rash, migraine, headache, dyspareunia, fatigue, weight increased and genital haemorrhage had resolved and the device breakage and menorrhagia outcome was unknown. The reporter considered allergy to metals, alopecia, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, rash, uterine perforation and weight increased to be related to essure. The reporter commented: previously reported essure insertion and sop date was (B)(6) 2014, (B)(6) 2015 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubes blocked. Approximate weight at the time of essure placement 120 lbs. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporters were added. Patient details, historical drug, lab data and unstructured relevant tests were added. Allergic or hypersensitivity reaction type: nickel allergy, rashes or skin conditions type: nickel allergy was causing rashes on my body, migraines / headaches, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain and abnormal bleeding (general) were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('punctured her uterus /migration of essure device location of device: broken in uterus/perforation (uterus),'), device breakage ('device broke /migration of essure device location of device: broken in uterus') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill; for an unreported indication: dmpa. Concurrent conditions included cramps menstrual, mood swings, bloating, blood progesterone low, low back pain and joint pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 month 11 days after insertion of essure. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("hair loss"), menorrhagia ("abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), dermatitis contact ("rashes or skin conditions type: nickel allergy was causing rashes on my body"), migraine ("migraines / headaches (event splitted for coding)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding( vaginal)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") and headache ("migraines / headaches (event splitted for coding)"). The patient was treated with paracetamol (tylenol) and surgery (total hysterectomy in (B)(6) 2015, laparoscopic bilateral salpingectomy and total hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, alopecia, hypersensitivity, menorrhagia, allergy to metals, dermatitis contact, migraine, headache, dyspareunia, fatigue, weight increased and vaginal haemorrhage had resolved and the device breakage outcome was unknown. The reporter considered allergy to metals, alopecia, dermatitis contact, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported essure insertion and stop date was 12-(B)(6) 2014, (B)(6) 2015 respectively. Essure removal date (B)(6) 2014, (B)(6) 2015. Were you advised of anycomplications from essure removal procedure: yes content of communications:1st surgery was unsuccessful, product of essure ended up in my uterus resulting in 2nd total hysterectomy surgery 1 month later. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Haemoglobin - on (B)(6) 2015: results: 10.3 from 12.9.. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Tubes blocked.. Pregnancy test urine - on (B)(6) 2014: results: negative. Ultrasound pelvis - on (B)(6) 2014: results: was normal.. On (B)(6) 2014 transvaginal ultrasound revealed , bilateral tubular echogenic structures at the infundibular levels of the uterus at the expected location of essure implant location. After removal cannot be confirmed. Correlation with surgical findings is suggested. *surgical path report specimen(s) received: uterus, cervix final diagnosis: uterus, cervix, total abdominal hysterectomy: secretory endometrium, bilateral essure coils identified. Myometrium: the anterior pink-tan trabeculated myometrium measures 2.1 cm in maximum thickness. The posterior pink-tan to the myometrium measures 2.6 cm in maximum thickness. Bilateral essure coils are identified at the tubal ostium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, alopecia, fatigue, allergy to metals. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received- new event abnormal bleeding (vaginal) was added. The outcome of event menorrhagia was updated from unknown to recovered. Event onset date was added. Treatment drug was added. Reporter's information was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("punctured her uterus") and device breakage ("device broke") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criterion medically significant), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding during menstruation"). The patient was treated with surgery (total hysterectomy in (B)(6) 2015). At the time of the report, the uterine perforation, device breakage, alopecia, hypersensitivity, pelvic pain and menorrhagia outcome was unknown. The reporter considered uterine perforation, device breakage, alopecia, hypersensitivity, pelvic pain and menorrhagia to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure punctured her uterus (seen as uterine perforation) and device broke. A total hysterectomy was performed 8 months after insertion. Both events are serious due to medical importance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, consumer presented pelvic pain and she was informed that the device broke and punctured her uterus. Given the nature of both events, a causal relationship with essure cannot be excluded. This case was regarded as incident since a total hysterectomy was performed to remove essure. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure punctured her uterus (seen as uterine perforation) and device broke. A total hysterectomy was performed 8 months after insertion. Both events are serious due to medical importance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, consumer presented pelvic pain and she was informed that the device broke and punctured her uterus. Given the nature of both events, a causal relationship with essure cannot be excluded. This case was regarded as incident since a total hysterectomy was performed to remove essure. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.